Manufacturer narrative:
This report is submitted on november 27, 2018.

Event description:
It was reported that the patient experienced skin necrosis subsequent to sustaining a head trauma.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2019. This report is filed on april 17, 2019.

Manufacturer narrative:
This report is submitted august 23, 2019.